Event description:
It was reported that a minicap transfer set had a separation between the female connector and main body which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury; however, the patient was given prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however a photograph of the sample was provided for evaluation. A review of the returned photograph did not show evidence of the reported problem. Due to the nature of the sample, no further evaluation could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.